Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6. MDR section codes updated/corrected: b, c, d. PMA 510k cannot be determined; device is unknown. Catalog number, UDI number, serial number, expiration and manufactured dates unknown. The reason for the revision reported is likely due to rotator cuff failure as reported. However, the reported rotator cuff failure and prosthesis wear could not be confirmed from the provided information. Potential contributions of patient or user-related considerations to the event could not be assessed as the device was not returned and product images were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. D10: (B)(6), 300-60-02 - stemless humeral comp laser cage, size 2. (B)(6), 310-61-50 - stemless humeral head 50mm x 19mm x beta. (B)(6), 319-01-32 - steinmann pin sterile 3.2mm x 178mm. (B)(6), 321-52-07 - 3.2mm drill bit sterile.

Event description:
As reported, approximately 1 year and 2 months post the initial right total shoulder arthroplasty, the patient's subscap failed and they had to be converted to a reverse. The poly had posterior wear. All implants were removed and replaced with a competitor's reverse implants. There was no reported breakage of a device or surgical delay/prolongation. The patient was last known to be in stable condition following the event.